Event description:
Tip of suture needle broke during subcutaneous closure of pocket. Tip of need retrieved by physician. Site assessed and no injury seen. Package and suture with retrieved needle tip saved. FDA safety report ID# (B)(4).